Manufacturer narrative:
A ge representative evaluated the system and adjusted the 12v monitor power supply. System operates as intended.

Event description:
Customer reported the left monitor intermittently goes blank. No patient injury was reported.